Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further reported as ¿liquid leakage on the connection of the patient line connector¿ (connector and tubing). This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection of the photographs with the naked eye noted a gross extrusion of the heat seal bead. The reported condition of leak could not be verified, however the extrusion was verified. The cause of the condition was determined to be related to the radio frequency weld during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.